Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the inner part of this two piece instrument was bent intraoperatively. There was no surgical delay and no patient harm. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "surgeon remarked intra operatively that the inner part of this two piece instrument was bent and requires replacement. " the product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that summit retaining imp. Inserter had bent. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit retaining imp. Inserter would contribute to the complained device issue. Based on the investigation findings, unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.